Event description:
The hosp has reported that a pt had contracted a bacillus infection. The hosp has quarantined any sterile product which was used on the pt (one being the tubing kit) and is requesting a sterility documentation for the kit. The facility is holding their stock in quarantine until they received the sterile document. At this time, the hosp is not stating the pt's infection was the result of using the tubing kit. The hosp is requesting this type of info from mfrs of the sterile devices used on this pt.